Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 40 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.